Event description:
Boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled revision procedure due to early stages of pocket erosion. The physician had elected to re-implant the device in a submuscular location. Subsequently, the patient developed a pocket hematoma due to medication changes. The clinic nurse contacted the local representative to report diaphragmatic stimulation which was continuing even with the device's bradycardia mode reprogrammed to odo. The clinic nurse was requesting troubleshooting recommendations. Technical services suggested that the device should be reprogrammed back to odo with the device's biventricular trigger feature off. Technical services discussed the possibility that there may have been a change in lead position which may have occurred during the revision procedure. Technical services suggested that a chest xray be taken to evaluate lead position. Subsequently, boston scientific crm received informtion from the local representative confirming that there was no evidence of a device malfunction. The physician suspected that the cause of the clinical observation was not the result of diaphragmatic stimulation. The physician described a phenomenum called "point of maximal impact". This was described as the apex of the heart making contact with the interior wall of the chest cavity resulting in the observed sensation. There was no allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
Additional information from the field was not available. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.